Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons on their insulin pump are hard to press. Customer was advised that the keypad is designed that way and a replacement pump would have the same type of keypad. Customer was advised that there insulin pump would be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump received with intermittent express bolus, esc, act, up and down arrow button response due to flattened button dome switches. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.